Event description:
The customer reported the system's radiation field extended beyond the visible field and the beam alignment was not centered correctly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. A beam alignment was completed. The system was then found to be working as intended and within specifications.